Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of a blank display and unexpected restart alarm from the insulin pump. The customer's blood glucose level is 344 mg/dl. The customer stated that he had a blank display in the morning and it has completely stopped last night due to an unexpected restart alarm. The customer was advised to insert new aaa alkaline batteries. The customer was advised to clean the battery cap contact with a cotton swab and isopropyl alcohol. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.

Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage on the electronic assembly. Unable to verify a21 alarm, reset anomaly due to blank display. The insulin pump had minor scratched display window and cracked reservoir tube lip.